Event description:
Received a written of a respiratory arrest on a pt undergoing his dialysis treatment. This unit was called in 2005 for additional info and treatment sheets regarding this event. It was reported that the dialysis treatment started at 1125 and at 1141 this pt was unresponsive, cyanotic, and in respiratory arrest. "No response upon sternal stimulation" was reported by staff. A 911 call was placed by the clinic. Initial resuscitation included placing the pt in trendelenberg postion, oxygen, and a 500 ml bolus of normal saline was infused. The rn attempted to place an airway when the pt responded and started a coughing episode. It was reported his color improved immediately, he began breathing, was alert and responsive. The md was notified of this event. The hemodialysis treatment was discontinued once the normal saline bolus was infused and the pt was disconnected from the system. The system was recirculated. The pt was transported to the hosp and admitted. The pt was discharged and is now continuing his hemodialysis treatment in the clinic with no further ill effect. A sample is available.